Manufacturer narrative:
A work order search was performed. No similar complaints were found. (B)(4).

Manufacturer narrative:
Device name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter stated that the surgeon implanted a cc4204a collamer single piece lens, +18.5 diopter, and noticed a tear on the capsule. A vitrectomy was performed and the surgeon implanted a different lens. No incision enlargement or suturers were required. The reporter stated that the cause of the event was not product related.